Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the occluder head would not calibrate. As a result, an alternate device was employed and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the occluder head. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint. Functional testing was performed which included calibrating and verifying that the occluder head functioned as intended. The issue could have been caused by not fully resetting the occluder piston prior to calibrating the occluder with tubing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.